Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the wrong product was in package (package contained a (B)(4)) and implanted. Patient is now complaining of clicking.

Manufacturer narrative:
Additional information received to include patient name, dob, dos, and age.